Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, damage to the active exhalation control module was observed. The device's active exhalation control module needs to replaced to address the issue.